Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. Although the pump had previously experienced the same malfunction. Technical support decided to replace the pump. The customer was informed about using backup insulin delivery methods if necessary.